Event description:
Patient was revised to address a painful hip, with elevated cobalt (6.0) and chromium (11.3) levels.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported there were no claims of injury or illness as a result of the device. Medical records reported doi was (B)(6) 2008 and will be updated, the patient had multiple falls with one resulting in a periprosthetic fracture and another with the healing incision having wound dehiscence requiring surgical intervention. Medical records also reported a leg length discrepancy, increased pain, popping, difficulty sleeping, limping and tenderness. Pathology report noted mild chronic inflammation. Revision surgical report noted torn iliotibial band and white joint fluid. The complaint was updated on: apr 27, 2016.

Manufacturer narrative:
Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 12/16/2015: litigation papers allege the patient began to suffer pain and discomfort in her right hip and leg area. At the time of the revision, the patient's surgeon noted very serous joint fluid within the hip joint capsule, and thinning of the abductors, gluteus minimus and medius.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address a painful hip, with elevated cobalt (6.0) and chromium (11.3) levels. Doi (B)(6) 2008; dor (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Per (B)(4), revision c, a review of the device history records is no longer required for these products. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.